Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked case at the reservoir tube window corners.

Event description:
The customer reported that the insulin pump's keypad was unresponsive. The customer stated that numbers were scrolling on the screen during a bolus attempt. The customer stated that she removed the device's battery and received a battery out limit. Customer reported that the insulin pump may have recently been exposed to sweat. Blood glucose level was 197 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.